Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2025, the team experienced a problem with their blood parameter monitor (bpm) during cardiopulmonary bypass (cpb) whereby the oneview partial pressure of carbon dioxide (pco2) is not in range as complaint to the previous bpm 500/550. There are two thermistors on the oneview bpm probe, the first is to measure the shunt sensor blood temperature, and the other is to measure non-blood temperatures and compensate for ambient thermal factors in the final calculated shunt temperature. It was determined that the cause of the failure was due to incorrectly wired dual thermistor leads (lead wires were soldered to the wrong location). Although the thermistors were operating correctly, this caused the temperature reading of the bpm probe to be inaccurate due to the switched inputs of the two thermistors. Since the temperature is an input to the calculating algorithms for other parameters, those may also be inaccurate. The device was changed out. There was no delay, no blood loss, and the surgery was completed successfully with no adverse event.

Event description:
It was reported that during cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) partial carbon dioxide (pco2) value was less accurate than expected. After the first or second in vivo calibration, the value seemed to correlate better along with the blood gas analyzer. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d4, d9 and h4.

Manufacturer narrative:
Updated block: d10. The incorrect part was returned to the manufacturer on 17-jul-2025; sn: (B)(6). The correct part was returned to the manufacturer on 11-dec-2025; sn: (B)(6)